Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the distal section of the pipeline did not open. There was no damage to the pushwire or catheter observed, and no additional steps or devices were used to attempt to open the device. The patient's blood vessels were normal where the device had been placed.

Event description:
Medtronic received a report that the pipeline experienced resistance in the phenom 27 microcatheter and initially failed to open. The patient's vessel tortuosity was minimal. The access vessel was the femoral artery, which was 8mm in diameter. It was reported that the pipeline encountered resistance at the distal tip of the catheter, and the stent could not be opened after several attempts. The pipeline, microcatheter, and intermediate catheter were removed due to concerns of becoming damaged. The microcatheter and intermediate catheter were replaced, and the same pipeline was deployed. The tip end of the stent was successfully opened and the deployment process went smoothly. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a navien intermediate catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.